Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for one month for the peritonitis event. The patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for the event. During hospitalization, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient was discharged from the hospital and was recovered from the event. No additional information is available.

Manufacturer narrative:
Correction to a1. Additional information added to b5, b6 and b7. B5: upon follow-up, it was reported that the patient was hospitalized the same day as event onset of the peritonitis. The day after event onset, pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.